Event description:
Patient was in operating room 2 having c-section when attending noted that the 0-vicryl CT-1 tip was broken off and the c-section was paused at that time to have a stat abd xray to see if the tip of the needle can be seen on the xray. Charge rn and circulating rn in operating room with patient. Xray came to operating room 2, did the xray and the attending and xray tech determined that there was no needle tip in the patient. Mds continued with c-section at this time. The radiologist did a final read on the xray and determined there was no foreign body left in the patient. Incision closed and dressing applied by md. All counts were correct in the operating room.